Event description:
It was reported that during a mildly tortuous, mildly calcified, left anterior descending (lad) artery stenting procedure, the mini vision 2.5 x 28 mm stent was implanted without pre-dilatation. The mini vision 2.5 x 28 mm stent delivery system was removed without difficulty and an angiogram was done finding a perforation in the mid lad. A graftmaster 3 x 19 mm stent delivery system was advanced to attempt to contain the perforated lad. The graftmaster 3 x 19 mm was implanted over the mini-vision stent, but it was unable to contain the perforated mid lad and the leaking continued. A pericardiocentesis procedure was done and balloon dilatation compression 13 atmospheres for 10 seconds without success. There was no other intervention attempted. The patient remained in critical condition on the intensive care unit. Reportedly, the patient expired on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.